Event description:
Doctor reports 3 each of yankauer breaking during use on patient. They're falling apart where they're sealed at the top, while suctioning. It's not the tip of the handle that's closest to the pt, but "up near where it sticks into the tubing".

Manufacturer narrative:
Unfortunately, there was no product sample available for evaluation. However, retain samples of the process were inspected according to our procedures, and no problems were found related to the issue reported. In addition, a pull test was conducted and all the units were found to be within specification. The device history record for the lot reported was evaluated for any issues related to this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Our manufacturing process was reviewed, and no problems were found related to the issue reported. Without a product sample we are unable to determine a root cause. Solvent dispenser function is reviewed and pull testing is conducted on product as part of the assembly process of each production batch in order to prevent this kind of incident. Additionally, our operative personnel were made aware of this situation.